Event description:
It was reported that the ventilator had no air flow or tidal volume. This ventilator was at a (B)(6), was used in training, and was not used on a patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred.